Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs show the sureform 45 curved-tip stapler instrument was installed on the system 5 times and successfully fired 5 reloads (2 blue, 2 white, 1 green). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the lung parenchyma was injured while utilizing a sureform 45 curved-tip stapler with a green reload, necessitating additional suturing. The injury is suspected to have occurred due to poor staple formation and tearing of the outer staples. Although the precise extent of unexpected bleeding is unknown, it was described as a leak, and the patient did not require a blood transfusion. Additional sutures were placed to manage the bleeding. The procedure was successfully completed robotically, though it remains unclear if the patient experienced any post-operative complications.